Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The left device was saline mentor smooth round high profile 290cc, catalog number 3503290 , lot number 5538587. A manufacturing record evaluation (mre) was performed for the finished device number 5538587, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/26/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and white material was observed on the shell surface. During the initial evaluation a rent was observed on the posterior aspect, measuring approximately 0.3 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow and white material observed on the received device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/30/2019, it was reported to mentor that the following event took place: on (B)(6) 2019, it was reported to mentor that the date of explantation was reported incorrectly as (B)(6) 2019. The actual date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported incorrectly that the report was additional information. The report was a correction report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant products: a saline mentor smooth round high profile 290cc , catalog number 3503290, serial number (B)(4), lot number 5538587. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary procedure with a saline mentor breast implant of unknown type on the left breast implant and with saline mentor smooth round high profile 290cc on the right breast implant and experienced deflation on the left breast implant and a capsular contracture on the right breast implant. The patient noticed deflation and the deflation was confirmed by the healthcare professional by the mammogram on (B)(6) 2019. As a result, the patient will undergo removal and replacement with gel mentor memorygel breast implants 400cc on (B)(6) 2019. This medwatch report is for the left breast implant.